Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer's insulin pump was falsely threshold suspending, based on sensor readings that were discrepant from the customer's blood glucose. Customer turned off the threshold suspend feature as a result. His blood glucose was 230 mg/dl while his sensor read 80 mg/dl. Calibration and insertion techniques were discussed. Nothing further reported.